Event description:
It was reported that the surgeon drilled, inserted and pushed the bio-composite suturetak in by hand and then malleted until the laser line was buried. While he was twisting and pulling back, the inserter released from the anchor. Upon inspection of the distal tip of the inserter, the surgeon determined that the end of the inserter had broken-off and remained in the patient's tibia (socket side that was prepared to insert the anchor). Surgeon visualized the broken tip which was recessed in the bone so the surgeon decided to leave it in the bone. Proceeded as normal, sutures were tied and completed the case. Case: ankle fractured with ligament repair.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission to reflect the evaluation of the returned device. Complaint confirmed. The evaluation revealed that the returned inserter's distal tip is broken-off at its suture window area. Complainant's event typically caused by over-insertion, not inserting the implant co-axial to the bone tunnel and/or prying/leveraging the driver while the implant is still loaded this is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the surgeon drilled, inserted and pushed the bio-composite suturetak in by hand and then malleted until the laser line was buried. While he was twisting and pulling back, the inserter released from the anchor. Upon inspection of the distal tip of the inserter, the surgeon determined that the end of the inserter had broken-off and remained in the patient's tibia (socket side that was prepared to insert the anchor). Surgeon visualized the broken tip which was recessed in the bone so the surgeon decided to leave it in the bone. Proceeded as normal, sutures were tied and completed the case. Case: ankle fractured with ligament repair.